Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of the peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) was admitted to the hospital to be medicated with duodopa. On (B)(6) 2017, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Report indicated that on (B)(6) 2017, the patient experienced acute abdomen and pneumoperitoneum. On the same day, the patient underwent an unspecified emergency surgery. Patient was admitted to the intensive care unit with intubation and ventilation. Patient was treated with unknown antibiotics. Patient remained hospitalized till (B)(6) 2017 and a rehabilitation is planned.